Event description:
It was reported that during an in-clinic device interrogation, oversensing due to noise on the near-field and leadless ECG channels was noted, causing non-sustained vt/f episodes. The noise could not be replicated during provocative testing. The device remains stable with no adverse patient impact.